Event description:
It was reported that an inappropriate shock was delivered due to myopotential oversensing in the secondary sensing vector involving this electrode. It was noted that the primary sensing vector showed noise and an x-ray revealed the proximal electrode was far away from the sternum. A electrode revision was going to take place to move the electrode closer to the sternum to allow for more programming options. The patient was seen at the clinical and provocation testing was performed. Some noise was seen in the primary sensing vector and x-ray now showed an improved electrode position after the revision. The device was programmed to the primary sensing vector. No adverse patient effects were reported. The electrode remains implanted.